Manufacturer narrative:
(B)(6).

Event description:
Distributor reported that a patient was commenced on 24hr therapy due to painful overnight dystonia. However, this didn't resolve the issue and the patient has been increasing the continuous rate himself without the neurologist's instruction. Additional information received indicated the patient doesn't have the operational manual with access passcodes, but he has observed his treating team changing the dosage and learned it that way. No patient injury was associated with this incident.